Manufacturer narrative:
The technician found the left head foot caster was broken and would not hold. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed in. It is unknown if the facility performs any preventative maintenance on their beds. The technician replaced the caster to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from a hill-rom technician stating the brakes were not holding. The bed was located on the 2nd floor holding area at account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).